Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During preventive maintenance performed by the distributor engineer, the thermogard console (sn (B)(6)) displayed tcmid:06 (ce post failure) error message during power-on-self-test. No patient involvement.